Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an exploratory operation to determine if there was a cerebrospinal fluid or seroma leak. Symptom of a headache was noted. No csf leak was found and the patient was closed with the addition of a wound drain. It was unknown what caused the issue and it was not procedure related. The patient is currently doing well.